Event description:
The reporter contacted animas on (B)(6) 2013 regarding time and date issue captured in separate pi . The reporter stated that the patient had high blood glucose (bg) levels with the pump missing data noted when seen at the healthcare professional office today with downloads. The reporter stated that the meter read high for bg levels with nausea and thirst. The reporter stated that she is with the patient and supervising all testing and bolusing. The reporter mentioned they are working with their hcp to bring down and now bgs are in the 200mg/dl range. Bolus history reveals no boluses on (B)(6) 2013. Only one bolus on (B)(6) 2013 which they saw the boluses being delivered. Total daily dose confirms only basal on those dates. Customer support (cs) instructed mom that bolus history and total daily dose history reveals boluses were not given on (B)(6) 2013 and (B)(6) 2013. Cs discussed with reporter that possible causes and reassured her that the memory of the pump is intact. This report is being made due to the patient's alleged hyperglycemic event due to a history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: the remote meter was not returned with the pump for investigation. Review of the black box and download history revealed no boluses were programmed or delivered on (B)(6) 2013. The total daily dose values correctly reflected the user¿s programmed basal rate. Only typical usage alarms were recorded in the alarm history; there were no alarms related to the complaint. The pump was tested and exercised for (B)(4) and found to be operating within specifications. Investigation was unable to duplicate the complaint.